Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible but the pink slide did move forward.

Manufacturer narrative:
The pod was received with the cannula assembly not deployed. Investigation of the download data confirmed that each priming sequence ran for the expected number of pulses. No timeouts, drive stalls, or rotational sensor abnormalities were observed in the data. Inspection of the environmental seal found damage that indicated the formed needle had deployed into the environmental seal. Scoring was observed on the underside of the top housing. The soft cannula was also observed to be damaged due to the formed needle deploying into the environmental seal. The formed needle deploying into the environmental seal is a result of the pod chassis sub assembly being incorrectly installed into the bottom housing. This incorrect installment of the pod chassis sub assembly resulted in the cannula assembly failing to deploy as expected.